Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Approximate age of device - 1 day. The patient remains on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2018. On (B)(6) 2018, the patient developed acute onset of aphasia, right gaze and lack of command with spontaneous movement of the left upper extremities. The symptoms presented status post placement of extracorporeal membrane oxygenation (ECMO) and a temporary ventricular support device from another manufacturer. Initially, the nih stroke score (nihss) was 27. A CT scan showed a right main coronary artery (rmca) infarct with mild localized mass effect. No parenchymal hemorrhage noted but an additional small left posterior cerebral artery (pca) infarct and questionable small infarct of the anterior cerebral artery (aca) were observed. The diagnosis was intraoperative ischemic stroke and upper quadrant weakness. A follow-up CT scan showed no significant change in mass effect or hemorrhagic transformation. The patient¿s anticoagulation medication was held. On (B)(6) 2018, treatment with heparin was initiated per recommendation from neurology. As of (B)(6) 2018, the anticoagulation therapy included coumadin and aspirin. Neurological function was improving but the patient remained agitated and was not consistently following commands. Capping of the tracheostomy (trach) tube was being attempted. The clinicians felt that the embolic stroke was from the recent ECMO/ intra-aortic balloon pump (iabp) support prior to lvad implant. The patient remains under medical management on the regular nursing floor with a sitter/psych on board. The ultimate goal was to get a skilled nursing facility closer to home. It was reported that the pump was functioning as intended. No additional information was received.

Manufacturer narrative:
A direct correlation between the device and the reported ischemic stroke could not be determined through this evaluation. The heartmate 3 lvas lists stroke as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.